Event description:
Report received from the USA stating that the device was "heating up". This device was not used in surgery. The issue was discovered in a practice laboratory. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.